Manufacturer narrative:
The device remains implanted in the pt.

Event description:
A report was received that the pt had an infection at the pocket site. The physician flushed out the pocket site and determined that infection was procedure related. The pt was prescribed antibiotics. The pt was reportedly doing well after the pocket was flushed out.